Event description:
The clinician reports, that the implant was inserted (B)(6) 2017 in ada 22 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.